Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 800 mg/dl at the time of the incident. The customer was at 480 mg/dl after an hour and a half of treatment, and 200 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The pump was getting hardware low level failures alarms during the self test, as well as battery failures. Troubleshooting was not completed. The insulin pump will be returned for analysis.